Manufacturer narrative:
Qn# (B)(4). The customer returned one radial arterial device and product lidstock for analysis. The needle was not returned. Signs of use in the form of biological material was observed on the guide wire tubing and the lidstock. Visual analysis revealed that the guide wire was kinked. The guide wire was able to fully deploy and retract within the advancer tubing. No other defects or anomalies were observed. The kink on the catheter measured at 15 mm from the distal end. The guide wire total length from the handle to the distal tip measured 4.5" which is within the specification of 4.4375" -4.6875" per the guide wire with handle graphic. The guide wire outer diameter measured 0.39 mm which is within the specification of 0.381 mm - 0.404 mm per the guide wire graphic. The guide wire tubing was attached to a lab inventory needle, with the returned catheter over needle over it. The guide wire was advanced and passed through both components with minimal resistance. Performed per IFU statement informs the user, "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using spring-wire guide handle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not advance spring-wire guide unless there is free blood flashback in needle hub". The IFU also states, "if resistance is encountered during spring-wire guide advancement do not force feed, withdraw entire unit and attempt new puncture". The report of a kinked guide wire was confirmed through complaint investigation. Visual inspection revealed one kink in the guide wire body. The guide wire passed all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report that the catheter kinked during use, and the findings of this investigation, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend of reports of this nature.

Event description:
It was reported "the guidewire kinked causing the need to perforate the catheter". No patient injury or consequence reported. No medical intervention required. The patient's condition was reported to be critical prior to the procedure.

Event description:
It was reported "the guidewire kinked causing the need to perforate the catheter". No patient injury or consequence reported. No medical intervention required. The patient's condition was reported to be critical prior to the procedure.

Manufacturer narrative:
(B)(4).